Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. Lens was removed due to broken lens. Further information has been requested, but none has been forthcoming. A supplemental will be filed when further is available.

Manufacturer narrative:
(B)(4)